Manufacturer narrative:
An event of regurgitation was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 25mm trifecta valve was implanted. During follow-up, aortic regurgitation was confirmed and a leaflet tear is assumed but not yet confirmed. A valve in valve procedure is being considered but not yet scheduled. The patient was reported to be in stable condition. Additional information has been requested but cannot be obtained at this time.